Event description:
Healthcare professional reported during injection with juvederm voluma with lidocaine in the chin region. "The first needle would not allow product to flow". Even though it "had primed with ease". This needle was exchanged for the other needle in the juvederm voluma with lidocaine package, after which injection proceeded without issue. Pt was injected with "2 or 3 large boluses of .2-3 cc. Supraperiosteally". Over the course of the following two days the pt developed bruising, redness, tenderness, and "pimples in four areas" at the injection site. Three days after injection the pt was diagnosed with "venous obstruction" and treated with hyaluronidase and nitropaste 2%. Pt's symptoms are improving "the area is softer and the redness is improving but very gradually".

Manufacturer narrative:
Further info from the reporter regarding event, product or pt details has been requested. No add'l info is available at this time. The event of venous obstruction involving pimples, bruising, redness, induration, and pain is physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: contra-indications; do not inject juvederm voluma with lidocaine into blood vessels (intravascular). Undesirable effects; the pt must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. This include but are not limited to: inflammatory reactions (redness, edema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. Haematomas. Indurations or nodules at the injection area. Coloration or discoloration of the injection area.